Manufacturer narrative:
H11: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified quantity of unspecified one-link access sets. These issues were described as, ¿sets were not able to flush properly¿. These issues occurred during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.